Event description:
"Sigmoidectomia" procedure (open procedure) - anastomosis was performed with the car 27 device. "After firing, the distal stump detached from the ring. Inspecting the "donuts", the absence of the distal donut was observed. Pushing the device and exposing the trocar, probably too much strength was applied, this caused the opening of the staple line as a "zip". The new anastomosis was performed with a circular stapler".

Manufacturer narrative:
The surgeon considered the event non-reportable (non-device related). The event was further investigated and discussed with the surgeons during a visit of the company training director in the site and was also analyzed by the company's medical advisor. It was concluded that the event was most probably a technique related, rather than a device-related. However, the contribution of the device could not be overruled.